Event description:
Locking peg would not engage variax distal radius locking plate. Also, the locking peg was removed and a non-locking screw was implanted.

Manufacturer narrative:
Device will not be returned for evaluation. If additional information is received, it will submitted on a supplemental report.